Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the patient was having an MRI for pain and previous brain bleed. The procedure was not due to a problem with the device or therapy. It was possibly a car accident. This issue occurred on (B)(6) 2016. Further, the hcp reported a thoracic and lumbar spine MRI was done because the patient had back pain in the lumbar thoracic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.